Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker has switched in standby mode. The device was successfully rebooted despite having to do all the reprogramming.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: the subject pacemaker switched in standby mode on (B)(6) 2025. The pacemaker switched in standby mode following the detection of a corruption in device memory data upon memory integrity self-checks. The programmer has requested the switch in standby mode because at least one bit was corrupted. The origin of the unexpected data corruption could not be identified with certainty. However, the most probable hypothesis is an alteration of the memory content by a seu (¿single event upset¿ or ¿bit-flip¿ i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. On the files provided, the reinitialization completion is not present. The re-initialization was successfully performed on (B)(6) 2025 at 15:45. The device has been returned to normal functioning. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the subject pacemaker has switched in standby mode. The device was successfully rebooted despite having to do all the reprogramming.